Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported the unit in giving an error code. Confirmed and reproduced, on startup unit displayed u-02.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an error message during monopolar energy activation. C-01 was presented each time. The site changed the energy activation cables and monopolar curved scissors (mcs) prior to calling but issue remained. The site power cycled the generator and switched ports. The energy was now available but would error during longer activations. The procedure was completed with no reported injury.